Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound on breast."

Event description:
Healthcare professional reported via device tracking left side "wound on breast". Device has been explanted and replaced.

Event description:
Physician reported left side ¿wound on breast¿. Physician further reported "exposed implant", and "significant rippling". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Physician reported left side ¿wound on breast¿. Physician further reported "exposed implant", and "significant rippling". The device has been explanted and replaced.